Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless ventricular pacemaker implant with atrial sensing in levo-transposition of the great arteries. Heart rhythm case reports. 2021. 1¿4. Doi.org/10.1016/j.hrcr.2021.01.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generator (ipg) implant with atrial sensing in levo-transposition of the great arteries. The article reports a patient who underwent a leadless ipg implant. The device was unable to sense the a4 signal despite all efforts to expand the a4 window and to increase sensitivity to the signal. A post implant transesophageal echocardiogram (tee) was performed to reassess the position of the device, which demonstrated an acceptable low septal position. Overnight telemetry demonstrated atrioventricular dyssynchrony, and the following morning, the device was reprogrammed. The status/disposition of the device appears to be still in use. No patient complications have been reported as a result of this event.